Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp)stated a two-second pause in pacing was observed and requested a review of reports from this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and reviewed the device data, noted potential undersensing in the right ventricular (rv) channel may have occurred. No adverse patient effects were reported. This crt-d remains in service.